Event description:
It was reported that there were no images in workstation of the 9800 system. The system cannot save images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and cine drive. The sys was tested and found to be working as intended and placed back into service.